Manufacturer narrative:
The field service engineer (fse) discovered a reagent dispense failure on pipettor #4. The fse performed adjustments and alignments and also adjusted the ultrasonic voltages. The fse observed a fluid leak from the tubing assembly and replaced the pump tube fitting to resolve the issue. There was no operator injury or adverse effect associated with this event. The fse primed the system 20 times; all results recovered within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Results: tube fitting. In conclusion, the likely cause of the event is attributed to a loose tubing connection on pipettor #4. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The affiliate stated the customer reported non-reproducible, elevated free thyroxine (ft4) result, for one patient, involving the unicel® dxi 800 access® immunoassay system. The customer stated the result was generated on pipettor #4. The elevated result was not released from the laboratory. There was no patient consequence associated with this event. Subsequent testing of the patient's sample, on the same instrument (on pipettor #3), generated lower ft4 results, within the normal reference range of the assay. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.